Event description:
The customer reported that the system would not make x-rays. This resulted a total loss of imaging functionality, this could result in the delay or cancellation or a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The c-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.